Event description:
Health care professional reported that during the implant procedure the left atrial pressure increased and the patient's blood pressure dropped. The surgeon inspected very carefully and found free disc movement. The patient's natural heart beat was recovered and after a few minutes, the above situation happened again. The valve was replaced and returned for analysis. The patient's natural heart beat was recovered and no other adverse effects were reported.